Manufacturer narrative:
(B) (4). (B) (4): the device was received. Investigation is not complete.

Event description:
Device issue: shaft breakage. Time of device issue: during the procedure. Adverse events: none. It was reported that during the procedure in an unspecified vessel, the fox plus shaft broke proximally inside the anatomy. The device was removed without difficulty and there were no complications. Though requested, no additional information was provided.